Event description:
Pre op nurse spiked IV fluid bag and IV tubing spike. Fluid filled IV tubing chamber, but would not flow out of chamber. Nurse validated roller clamp = unclamped, push clamps = open, no kinks in tubing.